Manufacturer narrative:
Device #2: part #12673-03, lot #77040-6h indicated, is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the needles were deployed, but when the plunger assembly was pulled back no sutures were present. A second proglide device was used, and a suture break occurred. An angioseal was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.